Event description:
It was reported that there was an odd electrogram signal on the atrial electrogram. It was also reported that there is no atrial lead and the device's atrial port is plugged. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.